Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead did not achieve an acceptable result on the electrogram (ECG). The rv lead was removed, and it was noted that the lead appeared twisted. The rv lead was not used and was replaced on (B)(6) 2026. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.